Manufacturer narrative:
Additional information was received that the patient was experiencing inadequate stimulation due to migration.

Event description:
A report was received that the patients lead migrated. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 7071316, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patients lead migrated. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.